Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned for eval, however a review was conducted of all applicable material records, mfg records, storage records, and distribution records according to the descriptions of the product used with the concomitant device. All records revealed all product lots were mfg within specs, maintained, and distributed in accordance with all federal, state and operating procedures. Based on record review of all available info, it is determined the caliber spacer 10 x 22 mm, 8 - 12 mm design conforms to all applicable standards and there was no deviation in the mfg process. There is no indication that the issue was a result of product defect or malfunction. Date of manufacture cannot be determined without the lot number.

Event description:
Sales rep reported female pt underwent surgery on (B)(6) 2011. Pt had a spacer implanted and posterior fixation also performed during the surgery. The pt was experiencing post operative pain and was brought back for a revision surgery on (B)(6) 2011. During that surgery the posterior fixation was removed, but the inner body spacer was left in. Rep indicated there was no problems with the supplemental fixation during implantation or explantation. After some time, the cage was evaluated to have retro pulsed and subsided. The pt was brought back in on (B)(6) 2011 for removal of the interbody cage.